Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 50 mg/dl and treated with food and glucose tablets. Customer reported of using the auto mode feature and it was automatically delivering insulin at the time of incident. Customer believed that the insulin pump was over delivering insulin. Troubleshooting was performed and customer was not able to upload to carelink. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).